Event description:
The patient received the scs system on (B)(6) 2011. It has been reported the patient has been experiencing soreness and discomfort at the ipg site. The physician checked the site and ruled out any infections. The patient did not report falls or trauma to the ipg site. No investigation is currently being planned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.